Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump could not communicate with motor arm and main arm. Customer blood glucose reading was 114 mg/dl. Customer stated they are planning to use their back up plan because they did not trust their insulin pump. Customer also reported the critical block and inverse critical block did not add to zero pump error. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 4/15 alarm noted during testing. Unit was received with scratched case and minor scratched lcd window.